Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # v603771, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v603771, implanted: (B)(6) 2011, product type lead; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported before the implantable neurostimulator (ins) replacement surgery the impedances were okay but ¿now they read >40,000 ohms on everything.¿ they were tested in the pocket. The patient was initially implanted with the first ins but the impedances were over 40,000 ohms for the left side. The surgeon requested another ins and the results were the same. The second ins was left implanted in the patient but turned ¿off¿. It was further reported the impedance test prior to the replacement showed some values of range but not all. All values were >40,000 ohms except one contact of c and 0 at 604 ohms. They tried ¿20 different things such as reposition the extension, wipe down extension, etc. With no resolution.¿ at that time they decided to try a second ins. They received the same results with the second ins. No adaptor was used. It was noted they closed the patient up and there was no more troubleshooting to be done. During the procedure they did not pull or tug on the extension. Additional information received reported the cause of the high impedances had not been found. They performed post-operative x-rays of the stimulation and it showed no fractures in the extensions. The patient¿s stimulator was turned off until the patient¿s system could be fully explored. It was further reported it was not normal battery depletion. The device was used within the patient and there was no patient death and no patient injury.